Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was faulty dso downstream occlusion(dso)sensor. This was determined to be a reportable issue. Upon further investigation, found latch/lock sensor failure. The downstream occlusion(dso) sensor and latch/lock senso were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because it failed to downstream occlusion calibration. Upon physical inspection, a delaminated downstream and upstream occlusion seal and a faulty dso sensor were found. There was no patient involvement, and no patient injury was reported.